Manufacturer narrative:
(B)(4). L. A. Koster, j. E. Meinardi, b. L. Kaptein, e. Van der linden - van der zwaag, r. G. H. H. Nelissen, two-year rsa migration results of symmetrical and asymmetrical tibial components in total knee arthroplasty a randomized controlled trial. Concomitant medical product: unknown nexgen lps tibial, catalog # unknown, lot # unknown; unk refobacin cement, catalog # unknown, lot # unknown. Report source: (B)(6). Device evaluated by MFR: customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2021-01423.

Event description:
A journal article was retrieved from the bone & joint journal (2021) that reported a study from the (B)(6) that looked at comparing the migration results from two total knee arthroplasty implants. The purpose of the study was to compare the two-year migration pattern and clinical outcomes of a total knee arthroplasty (tka) with an asymmetrical tibial design (persona ps) and a well-proven tka with a symmetrical tibial design (nexgen lps). The study reviewed 31 persona ps total knees and 38 nexgen lps total knees conducted at leiden university medical center. A standard tka approach was used with refobacin bone cement r and no patellar resurfacings. Radiosterometric analysis (rsa) was used to measure the migration of the implants over 2 years. Osteoarthritis and rheumatoid arthritis were the primary purposes for implantation. The study population had a mean age of 63.8 years at time of surgery. Maximum total point motion (mtpm), translations, rotations, clinical outcomes, and patient-reported outcome measures (proms) were assessed at one week postoperatively and at three, six, 12, and 24 months postoperatively. Two patients underwent a knee arthroplasty. Subsequently, the patients experienced excessive migration within two years. Regarding clinical outcome or prom scores of these patients, these did not deteriorate during the two-year follow-up. As for clinical outcome scores, during the two-year follow-up none of the patients reported an increase in symptoms. No revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.